Event description:
It was reported that during an unspecified procedure, a balloon tear occurred. The lesion was located in an unspecified portion of the esophagus. Following the procedure, it was noted that the guide wire of the cre wg 12mm x 15mm balloon catheter had torn through the balloon. No patient injury or complications were reported. The patient's status is reported as "good".